Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous right coronary artery (rca). The 12mm x 5.00mm nc quantum apex¿ catheter balloon was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous right coronary artery (rca). The 12mm x 5.00mm nc quantum apex¿ catheter balloon was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and wire lumen. Magnified inspection revealed a pinhole in the balloon wall 9mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).